Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, scratched keypad overlay, scratched case and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to the insulin pump was returned without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller state that the cause of death was falling from the roof. The caller stated that the customer had low blood glucose and fell from the roof. The caller stated that the customer had heart disease before he had diabetes and his catheterization the year before indicated that the vessels were open. The customer's blood glucose at the time of death was 29 mg/dl. The caller stated that the customer was not wearing the insulin pump at the time of death; the caller removed it prior to hospitalization - six hours prior to passing. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump a while ago.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.